Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing symptoms consistent with hypoglycemia. During this episode, his cgm either displayed an urgent low alert (no numeric cgm value provided) or failed to display a glucose reading. Due to symptoms and unreliable cgm data and no glucometer on hand, the patient sought medical attention at the emergency department (ed). The patient remained at the ed for approximately six to seven hours. He reported that ed staff did not rely on cgm data and instead used their own medical equipment for evaluation and management. No cgm or fsbg readings were reported. Multiple attempts to contact the reporter were made; however, no other details were obtained. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.